Event description:
A report was made that a pump stopped functioning after it got wet, resulting in unresponsive touchscreen buttons. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.